Event description:
On (B)(6) 2024 - we were notified that the customer had to manually retrieve a capsule from a patient who retained it. Frm-0089c was sent to obtain further information. 10/15/2024 - frm-0089c capsule incident questionnaire was received indicating that the patient had a pre-existing condition (tortuous colon) which might have led to the retention and subsequently, a colonoscopy was performed to "manually retrieve" the capsule. The retention was not related to the capsule since the patient had a pre-existing condition.

Manufacturer narrative:
On (B)(6) 2024 - we were notified that the customer had to manually retrieve a capsule from a patient who retained it. Frm-0089c was sent to obtain further information. 10/15/2024 - frm-0089c capsule incident questionnaire was received indicating that the patient had a pre-existing condition (tortuous colon) which might have led to the retention and subsequently, a colonoscopy was performed to "manually retrieve" the capsule. The retention was not related to the capsule since the patient had a pre-existing condition.